Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
The insulin pump was received with unresponsive button due to corroded keypad traces. Operating currents test was not performed and battery out limit alarms was not verified due to unresponsive buttons. No moisture damage on electronic assembly during visual inspection. The device had cracked lcd window, cracked case at display window corner, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
The customer's mother reported that her daughter gave her a ziploc bag with the insulin pump and it was kind a wet. Customer stated the insulin pump alarmed battery out limit. Troubleshooting was done. Customer's blood glucose was 265 mg/dl and treated with manual injections. Customer stated the alarm occurred after battery change. Customer stated the esc button was not working. Troubleshooting was done for keypad anomaly. Customer's blood glucose was over 300 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.